Event description:
It was reported that a remote monitoring alert was received that the device was found to be in back-up vvi. During an in-clinic follow-up, it was not possible to interrogate the device. Additionally, the device was pacing inappropriately from the original programed settings. During the device exchange, it was not possible to loosen the set screw. Additional force with pliers and drill will be required to disconnect the device from the lead. The device was explanted, and a new device was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of unexpected mode switch, unable to interrogate, and inappropriate output were confirmed. Complaint of failure to disconnect could not be confirmed due to damaged device header. Device was at end of life (eol) level when received. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.